Manufacturer narrative:
The reported field event of noise and increased hv lead impedance was confirmed via technical services¿ review of the programmer printouts. The device was tested on the bench in the laboratory and no anomalies were found. The cause of the noise and high hv lead impedance could not be determined.

Event description:
New information received indicates that the device was explanted and replaced due to a recall advisory and not the discrimination channel anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed when moving on the discrimination channel, but no noise was seen on sense amp. No non-sustained oversensing episodes were recorded and the patient did not receive inappropriate shocks. The device was explanted and replaced. All went well.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-05426, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).